Event description:
It was reported, the surgeon repeated a second gamma nail replacement due to the nail breaking. There have been two other recent gamma nail failures. Unfortunately the nails were not kept for evaluation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.